Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported by the plaintiff's attorney that the plaintiff was implanted with a sparc sling system in or about (B)(6) 2007, with the intention to treat bladder prolapse. The plaintiff experienced "excruciating pain, difficulties urinating, and inability to engage in sexual relations" after surgery that she did not have before surgery. It was also reported that the plaintiff cannot walk for prolonged periods of time. Asa result of the continuous pain, the plaintiff has taken pain medications on an ongoing basis. It was reported the plaintiff experienced "psychological, emotional, and suffering." Resulting from the complications described. Related to MFR report # 2183959-2013-01004.